Event description:
It was reported that high impedance was observed when the device's output current was programmed on. It was also reported that impedance was normal the day prior to the high impedance being observed. Surgery was taken to re-insert the lead pin into the generator which resulted in a normal impedance value. No additional or relevant information has been received to date.

Manufacturer narrative:
Evaluation codes; corrected data; initial MDR incorrectly assessed the cause of the high impedance and submitted incorrect suspect device and evaluation codes.